Event description:
Rn taking care of patient on cvvhdf was replacing a dialysate bag. Once the bag was hooked up to the cvvhdf machine, the circuit line started filling with air, rather than with dialysate fluid. Diagnosis or reason for use: renal failure. Event abated after use stopped or dose reduced: yes.